Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. This condition was caused by an out of calibration air in line (ail) printed circuit board (pcb). The ail pcb was recalibrated and verified to correct this condition. A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
The facility reported a colleague infusion pump with failure code "810:11 multiple times in the last 6 months". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.